Manufacturer narrative:
Initial reporter:: additional contact - the current un-blinded contact point for this study is: (B)(6). Mfg site name - (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced constipation (new or worsening). The patient was recommended a regular diet, fiber, and miralax. This event resolved in (B)(6) 2015. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "unlikely". On (B)(6) 2015, suture exposure in the anterior vagina was observed. This had not been noticed by the patient and was not bothersome to the patient. The provider did not treat at that time. The patient has not been seen again since the suture exposure was discovered, so this event remains unresolved, but not problematic to the patient. This event was assessed by the investigator to be "mild" in severity and have "definite" relation to the device/procedure. Additional information august 1, 2016: the event of suture exposure progressed to mesh exposure in the anterior vagina, and on (B)(6) 2015, the patient complained of palpation of some sharp material in her vagina. The exposed mesh and suture was trimmed and the patient was given premarin vaginal cream.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. This event was also reported to the FDA in a (B)(4) study status report. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient experienced constipation (new or worsening). The patient was recommended a regular diet, fiber, and miralax. This event resolved in (B)(6) 2015. This event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "unlikely". On (B)(6) 2015, suture exposure in the anterior vagina was observed. This had not been noticed by the patient and was not bothersome to the patient. The provider did not treat at that time. The patient has not been seen again since the suture exposure was discovered, so this event remains unresolved, but not problematic to the patient. This event was assessed by the investigator to be "mild" in severity and have "definite" relation to the device/procedure.